Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer was able to load a new cartridge successfully multiple times but then the pump would declare the alarm during pumping. Customer's blood glucose level was not impacted. It was confirmed that the customer had insulin injections available as alternate insulin therapy.

Manufacturer narrative:
(B)(4)